Event description:
It was reported the patient had her battery replaced because it reached end of service (eos). The patient stated she was concerned about needing the battery replaced in less than two years.

Manufacturer narrative:
Product ID 3093-28, lot# v786287, implanted: 2011-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, (B)(4).